Event description:
It was reported that this right ventricular (rv) lead was explanted due to an infection. The lead exhibited loss of capture (loc). The patient reported that the lead was fractured. It was confirmed though a fluoroscopy that the rv was not fractured. Another rv was implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped due to it exhibited loss of capture (loc). Another rv was implanted. No additional adverse patient effects were reported.